Manufacturer narrative:
A draeger svc rep performed an eval of the device. The reported symptom was reproduced and was attributed to excessive moisture/fluid contamination within the valve assembly. The assembly was cleaned and the machine was found to function normally. As reported, the machine posted an alarm message, reverse flow, informing the user of the condition. An audible alarm would accompany this message.

Event description:
The anesthesia machine posted a reverse flow condition. No pt injury. No further info could be acquired.